Manufacturer narrative:
Follow-up #1: date of submission 03/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2016 with the following findings: the black box began on 01/28/2016. Due to continued use of the pump, the black box/history for the event date has been overwritten. The available total daily doses correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced was hospitalized and the pump was failing. There was no further information given and the reporter could not be reached for additional information. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.